Event description:
The user received low calcium results for an unknown number of patient samples. Numerous patient results were indicated to have had a greater than 0.7 mg per dl difference. The user only provided data specific for 10 patient samples, of which 5 were found to be discrepant. The initial results are from this c501 serial number (B)(4) and the repeat results are from c501 serial number (B)(4). All results are in mg per dl. Sample 1 initial result was 9.1, repeat result was 10.0. Sample 2 initial result was 8.5, repeat result was 9.3. Sample 3 initial result was 9.2, repeat result was 10.2. Sample 4 initial result was 9.1, repeat result was 9.9. Sample 5 initial result was 9.5, repeat result was 10.3. The initial results were reported. The user said she did not know if any patients were adversely affected and had no way obtaining that information. No other assays were affected.

Manufacturer narrative:
The field service representative determined there was a bad sample probe and replace it along with all the cuvette rinse station tubing. He additionally found dirty reagent syringe lines and a problem with the r1 syringe valve. He cleaned both reagent syringe lines and replaced the vacuum diaphragm and r1 syringe valve. Calibration and qc were performed to verify analyzer operation and results were in specification.